Event description:
It was reported that the right atrial (ra) lead had become dislodged during an (B)(6). The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed with no anomalies found. The distal conductor was fractured due to over-rotation and the helix was distorted due to pulling/stretching/overstress. Visual analysis noted apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 419488 implantable pacing lead implanted: 2011-(B)(6), product ID 694765 implantable tachy lead implanted: 2011-(B)(6), product ID d224trk cardiac resynchronization therapy defibrillator implanted: 2011-(B)(6), (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.